Event description:
It was reported that the patient received four shocks in the past possibly related to atrial fibrillation and was currently in the hospital after receiving ten shocks. The patient reported that the shocks felt ten times stronger than the previous shocks and almost felt electrocuted. No additional information was available from the clinic. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.